Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), bladder injury ('hysterectomy procedure was complicated by an unintentional surgical incision of her bladder that required repair.') And genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, headache and diarrhea. Concurrent conditions included gravida ii, parity 2, menorrhagia, bacterial vaginosis, vulvovaginal candidiasis, obesity, panic attack, dizziness, weakness, uterine leiomyoma and fibroids. Concomitant products included hydrocodone, magnesium oxide, naproxen and oxycodone. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and bladder pain ("she had a longer recovery and was required to wear a catheter for a week that caused bladder pain"). The patient was treated with surgery (repair of cystotomy and total laparoscopic hysterectomy, bilateral salpingectomy, all robotic assisted). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bladder injury, genital haemorrhage, dysmenorrhoea and bladder pain outcome was unknown. The reporter considered anaemia, bladder injury, bladder pain, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had a longer recovery and was required to wear a catheter for a week that caused bladder pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.